Event description:
It was reported that difficulty to remove a microcatheter occurred. The 100% stenosed lesion was located in a mildly to moderately tortuous and moderately to severely calcified right coronary artery. This 150cm mamba flex microcatheter was selected for use. Upon advancement of mamba towards over a non-boston scientific guidewire to the mid and proximal chronic total occlusion (cto) lesion, the guidewire knuckled back onto itself, and the physician was able to straighten guidewire. The physician tried to advance the guidewire and mamba together, but the guidewire became frozen in the mamba catheter and was unable to advance and removed from mamba catheter. Multiple attempts were made to remove the guidewire but were unsuccessful. Then, both the guidewire and microcatheter had to be pulled and removed together as a unit. The procedure was canceled and there were no patient complications resulted in relation to this event.